Event description:
Vascular access port implanted. When pt went to have blood drawn and have it flushed in february, it was not operating properly. It was difficult to draw blood although it could be flushed. Each time pt had it flushed, there was no blood return. Pt contacted the surgeon and asked that it be removed because it was not functioning properly. When the port was removed, the catheter was missing. Pt was x-rayed, but they couldn't find it. Three days later, pt had a fluoroscopy. It showed the catheter in the right atrium of pt's heart. It was retrieved the next day through surgery.